Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's wound is healed. The recipient has resumed device use. This is the final report.

Event description:
The recipient reportedly underwent revision surgery due to device migration on (B)(6) 2018. The recipient was recommended to cease device use until healed.

Event description:
The recipient reportedly underwent revision surgery for flap and device migration on (B)(6) 2018. The recipient was recommended to cease device use until healed.